Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) stone removal, the physician used a cook memory hard wire extraction basket. It was reported that the user advanced the device through duodenoscope to desired position but no stone was captured, so the user retracted the device from patient and detected one basket wire broken. The user immediately retracted the basket device out of patient and conducted radiography to confirm that no basket wire remained in patient. The user opened a second device and observed the same defect prior to using. Both devices with the broken wire were from the same lot so the user changed to another memory hard wire extraction basket from a different lot to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in boxes from the lot number provided in the report. Two devices returned. The labels match the product returned. The video provided by the customer shows one of the devices where a wire on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. Our laboratory evaluation of the product said to be involved confirmed the report. Both devices were returned with the baskets fully extended out of the catheter lumen. Liquid was present in the catheter lumens of both devices. For both devices one of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. Both baskets were intact and no parts of the devices were missing. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned devices confirmed the report, for both devices one of the wires had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The basket wire broke near the soldered joint. If excessive force is applied, basket breakage can occur near the soldered joint. There is no evidence of a manufacturing anomaly. Prior to distribution, all memory hard wire extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.